Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed and data acquisition pcba adc failed. The customer reported the device was in use on patient, but there was no patient harm.